Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was there was no broken weld, so the original complaint issue was not confirmed. Instead, the caster stem was found to be bent. The underlying cause could not be determined.

Event description:
The dealer stated that the wheel socket that hold the wheel on the bed end broke at a weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the wheel socket that hold the wheel on the bed end broke at a weld.